Event description:
Event verbatim [preferred term] heat pods have broken whilst my husband was wearing the belt, the substance went all over my settee, on the floor, down my husbands trousers and underwear and was picked up by my three year old niece [device leakage] , made my husbands back hurt more [back pain]. Case narrative:this is a spontaneous report from a contactable consumer reporting on behalf of her husband. This male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for painful back. The patient's medical history and concomitant medications were not reported. On an unspecified date, the reporter stated "I recently bought the lower back and hip wrap for my husband who is off work with a very painful back, I have used these myself on many occasions and have always founds them effective. Unfortunately today, (B)(6) 2016, one of the heat pods have broken whilst my husband was wearing the belt, the substance went all over my settee, on the floor, down my husbands trousers and underwear and was picked up by my three year old niece. I am now reluctant to use this product again and feel it may be unsafe. All the hassle of getting undressed and dressed again has only made my husbands back hurt more as this process is difficult enough as it is." Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. New information received including: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. Additional information has been requested and will be provided as it becomes available. Follow-up (24jun2016): follow-up attempts are completed. No further information is expected. Follow-up (28apr2016): this is a follow-up report to notify that (B)(4) are duplicates. All subsequent information will be reported under manufacturer report number (B)(4). Follow-up (28apr2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow up (13nov2019): new information received from us dsu includes: malfunction assessment and severity ranking. Company clinical evaluation comment: the events "the substance went all over my settee, on the floor" (device leakage) and back pain were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the events "the substance went all over my settee, on the floor" (device leakage) and back pain were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.

Event description:
Heat pods have broken whilst my husband was wearing the belt, the substance went all over my settee, on the floor, down my husbands trousers and underwear and was picked up by my three year old niece [device leakage]. Made my husbands back hurt more [back pain]. Case description: the case was assessed as invalid as duplicate of case (B)(4). This is a spontaneous report from a contactable consumer reporting on behalf of her husband. This male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for painful back. The patient's medical history and concomitant medications were not reported. On an unspecified date, the reporter stated "I recently bought the lower back and hip wrap for my husband who is off work with a very painful back, I have used these myself on many occasions and have always founds them effective. Unfortunately today, (B)(6) 2016, one of the heat pods have broken whilst my husband was wearing the belt, the substance went all over my settee, on the floor, down my husband's trousers and underwear and was picked up by my three year old niece. I am now reluctant to use this product again and feel it may be unsafe. All the hassle of getting undressed and dressed again has only made my husbands back hurt more as this process is difficult enough as it is." Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. New information received including: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. Follow-up (24jun2016): follow-up attempts are completed. No further information is expected. Follow-up (28apr2016): this is a follow-up report to notify that (B)(4) are duplicates. All subsequent information will be reported under manufacturer report number (B)(4). Follow-up (28apr2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow up (13nov2019): new information received from us dsu includes: malfunction assessment and severity ranking. Follow-up (20nov2019): this is a follow-up report to notify that the case (B)(4) are duplicates. All subsequent information will be reported under manufacturer report number (B)(4). This case is being deleted from the database for the following reason duplicate of case (B)(4). Company clinical evaluation comment: the events "the substance went all over my settee, on the floor" (device leakage) and back pain were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] heat pods have broken whilst my husband was wearing the belt, the substance went all over my settee, on the floor, down my husbands trousers and underwear and was picked up by my three year old niece [device leakage] , made my husbands back hurt more [back pain] , made my husbands back hurt more [condition aggravated] , . Case narrative:this is a spontaneous report from a contactable consumer reporting on behalf of her husband. This male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for painful back. The patient's medical history and concomitant medications were not reported. I am now reluctant to use this product again and feel it may be unsafe. All the hassle of getting undressed and dressed again has only made my husbands back hurt more as this process is difficult enough as it is." Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (24jun2016): follow-up attempts are completed. No further information is expected. Follow-up (28apr2016): this is a follow-up report to notify that 2016239139 and 2016255113 are duplicates. All subsequent information will be reported under manufacturer report number (B)(4). Follow-up (28apr2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the events "the substance went all over my settee, on the floor" (device leakage) and back pain were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the events "the substance went all over my settee, on the floor" (device leakage) and back pain were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.